Event description:
After use of 90 degree sinus seeker in the left sinus, it was determined that the tip of the instrument was missing. Intra-operative sinus x-ray taken. Radiologist reported that there was no foreighn body located within the sinus cavities. Tip of instrument subsequently located in the saline basin. Fragment appeard to be the entire portion which had broken off the instrument. Patient had an additional xray exposure as a result of this event; otherwise, no harm.what was the original intended procedure?fusion navigation.device #1is this a laboratory device or laboratory test?no.